Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type I. It was reported that the patient had a back surgery eight years prior to (B)(6) 2016 and she used a bone growth stimulator which rapidly depleted her non-rechargeable ins battery leading to an ins replacement. Refer to manufacturer report #6000032-2016-00053 for the report involving another of the patient's neurostimulators that reportedly depleted rapidly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.